Event description:
When the product was in the handle, the drill was blocked. The device was in contact with the patient. It was reported that the patient was injured or death alleged (not specified). Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.